Event description:
It was reported to medtronic minimed that the customer experienced insulin did not come out while blousing and differences in sensor and blood glucose value. Sensor glucose value was 250 mg/dl and blood glucose value was 200 mg/dl. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion) and manual injection, had an emergency room visit and the customer also experienced symptoms of feeling sick/unwell, tired/weak, altered vision/vision changes and frequent urination. The customer also experienced symptoms of headache. The event involved product(s) mmt-399a, mmt-399a, mmt-399a, mmt-751lnas. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. No further patient complications were reported. No product return is required for mmt-399a, mmt-399a, mmt-399a, mmt-751lnas.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer experienced symptoms such as feeling sick/unwell, tired/weak, altered vision/vision changes, frequent urination.

Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2025 as per new additional information and which is updated in section b3. Also, added correct concomitant products in section d10 as per the additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.